Event description:
It was reported that the patient felt a feeling of "vibration, body jerk, and fast heart rate" at 11:00 every night for a few seconds. They also said they heard "beeping." The patient had an MRI and said they had felt this every night since the time of the MRI. A threshold test in the ventricle was run and the patient "felt" the pacing. It was the same feeling as described. The implantable pulse generator (ipg) was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).